Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during a laparoscopic right hemicolectomy procedure. For the first firing, the surgeon pushed the green button and tried to squeeze the handle. However, it ran idle and could not fire the device. Noticed that the cartridge was pre-fired. The procedure was completed with another device. There was no patient harm. The status of the patient is no problem.